Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 110 mg/dl at the time of the incident and sometime it was 47 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with soda. Customer will return device for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual and found sensor cannula damage. Unable to confirm customer received sensor in said condition due to customer returned opened or used.